Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had presented in the emergency room after being shocked for ventricular tachycardia (vt). After interrogation it was seen that the atrial lead had exhibited far r-wave oversensing. Chest x-ray showed that the lead had dislodged to the lower tricuspid valve. In the electrophysiology lab a fluoroscopy of leads was completed. No externalization was seen in the right ventricular lead. The physician was unable to rule out that the atrial lead caused the vt arrythmia that resulted in multiple shocks. The atrial lead was explanted and replaced, while the right ventricular lead was explanted prophylactically as well. The patient was stable. Related manufacturer reference number: 2017865-2019-16429.